Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in treatment. Upon removing the tubing set, fluid was found inside the cycler. Patient identified a hole in the cassette. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Actual sample was discarded by the patient.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.